Manufacturer narrative:
Device returned for evaluation was evaluated for the reported issue. The data downloaded from the device indicated that the returned pod had functioned normally and had not registered an occlusion as reported by the user. Therefore, the returned device could not have been the device involved in the incident.

Event description:
It was reported that the patient had received an occlusion alarm from her pod. She removed and replaced the pod and gave herself an injection of insulin. Based on her blood glucose levels, she decided to go to the hospital where she was treated for hyperglycemia. The device is being returned to the manufacturer for evaluation.